Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.